Manufacturer narrative:
Completed information for patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a female patient who came into the emergency department with chest pain. The following information was provided (per the package insert, the cut off value for a female patient is 15.6 pg/ml (15.6 ng/l): (B)(6) 2022 sid (B)(6) initial result = 2032.8 ng/l. The initial result was reported out of the laboratory and questioned by the physician who had the patient redrawn. 2nd draw: sid (B)(6) initial result = 1.0 ng/l. The customer then repeated both the initial sample and the redraw sample. 1st sample: sid (B)(6) repeats results = 1.0 ng/l and 0.9 ng/l. 2nd sample: sid (B)(6) repeat result = 0.4 ng/l . There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42041ud00 and the complaint issue. The overall performance of architect stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient result for the complaint lot 42041ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent for lot 42041ud00 was identified.